Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 4.3, lab: 12.0. Time between testing: 30 minutes. Patient's therapeutic range: 2.0-3.0 inr. Patient was checked at the hospital lab because of bruising and bleeding consistent with an elevated inr.

Manufacturer narrative:
Investigation pending.